Event description:
A user facility biomedical technician (biomed) reported to fresenius that the tubing guide plastic sleeves on the blood pump rotor of the 2008t machine fell off and damaged the fresenius bloodlines during a patient's hemodialysis (hd) treatment resulting in blood loss. A replacement blood pump module was issued under extended warranty. The part was replaced to resolve the reported issue. The machine was returned to service. The sample was returned to the manufacturer for physical evaluation. Additional information regarding the hd treatment was obtained during follow-up with the user facility clinic manager (cm). The reported issue occurred upon treatment initiation. An air detected alarm was received. The patient care technician (pct) immediately clamped the lines upon receiving the alarm. Air was noticed in the lines. Upon pulling the bloodlines from the rotor it was discovered that the lines were completely cut in half. There was no serious injury or required medical intervention. The patient¿s estimated blood loss (ebl) was 250 ml. The patient was transferred to a different machine where treatment was completed with new supplies.

Manufacturer narrative:
(Investigation findings and investigation conclusions).

Manufacturer narrative:
Additional information: d9, h3 plant investigation: no parts were received by the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review could not be performed as the serial number of the machine could not be provided. Manufacturing records and the device history record could not be reviewed. The complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the tubing guide plastic sleeves on the blood pump rotor of the 2008t machine fell off and damaged the fresenius bloodlines during a patient's hemodialysis (hd) treatment resulting in blood loss. A replacement blood pump module was issued under extended warranty. The part was replaced to resolve the reported issue. The machine was returned to service. The sample was returned to the manufacturer for physical evaluation. Additional information regarding the hd treatment was obtained during follow-up with the user facility clinic manager (cm). The reported issue occurred upon treatment initiation. An air detected alarm was received. The patient care technician (pct) immediately clamped the lines upon receiving the alarm. Air was noticed in the lines. Upon pulling the bloodlines from the rotor it was discovered that the lines were completely cut in half. There was no serious injury or required medical intervention. The patient¿s estimated blood loss (ebl) was 250 ml. The patient was transferred to a different machine where treatment was completed with new supplies.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that the tubing guide plastic sleeves on the blood pump rotor of the 2008t machine fell off and damaged the fresenius bloodlines during a patient's hemodialysis (hd) treatment resulting in blood loss. A replacement blood pump module was issued under extended warranty. The part was replaced to resolve the reported issue. The machine was returned to service. The sample was returned to the manufacturer for physical evaluation. Additional information regarding the hd treatment was obtained during follow-up with the user facility clinic manager (cm). The reported issue occurred upon treatment initiation. An air detected alarm was received. The patient care technician (pct) immediately clamped the lines upon receiving the alarm. Air was noticed in the lines. Upon pulling the bloodlines from the rotor it was discovered that the lines were completely cut in half. There was no serious injury or required medical intervention. The patient¿s estimated blood loss (ebl) was 250 ml. The patient was transferred to a different machine where treatment was completed with new supplies.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.